Event description:
Caller states neonate patient received the following advantage/lab results obtained at the same time: 65 mg/dl/33 mg/dl; 76 mg/dl/49 mg/dl; 90 mg/dl/23 mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).